Event description:
It was reported that the patient heard a pump alarm. The pump had alarmed before in "the past," and the patient's physician was notified of the alarm. The patient stated that a medical doctor at the ER had thought her "pump was not working." The patient stated that she was told the "catheter was broken" and that ''the medication was draining into her muscles'' and ''not the spinal cord.'' Two dye studies were performed, though it was not clear if they had confirmed the broken catheter. The patient stated that there were no volume discrepancies, and no falls or trauma was known to be related to the event. The patient experienced a return in spasticity. The patient was on her full dose of oral baclofen. The drug used within the system was baclofen (unknown). No additional information was reported.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).